Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v926163, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient was experiencing a loss of therapeutic effect. The patient noted that their implant wasn't working anymore for about 2-3 months. The patient was experiencing a shocking or jolting sensation. About 3 months ago the patient noted a shocking (electricity) feeling across her back while she started to void and she couldn't walk afterwards. This happened again (in the middle of two months) when she was starting to void and again she couldn't walk. No falls/trauma or medical tests or procedures were noted, only that the patient had a real bad case of the flu. Since shocking incidents the implantable neurostimulator (ins) site hurt so bad and the patient couldn't increase any higher as it was painful. It seemed like stimulation was more towards rectum which was the wrong place. The patient called for instructions on how to switch programs; the patient could not get a hold of the manufacturer's representative. Program #3 was noted, 1.1v and stim was on. The patient switched to program #4 and initially it was set to 0.0v . The patient increased to 1.5v and the patient felt it toward the bottom. It was noted that the patient had been on program #3 since 2012. The patient was concerned that she may need another surgery, however, based on previous experience unsure of possible options. If additional information is received, a follow up report will be sent.